Manufacturer narrative:
Method - additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Conclusions: device was returned for eval which is in progress. A final report will be submitted when the eval is complete. Ans inc corp has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc corp defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg in 2004. Approximately, 2 months later, the pt reported skin erosion near the extension connector area. The pt went to the ER and her sys was explanted. Follow-up on the pt found that cultures taken from the wound site tested negative for infection. The pt is scheduled to receive a new sys.